Event description:
Information received by medtronic indicated that the insulin pump alarmed critical block and inverse critical block did not add to zero. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring=black. Device was returned for unexpected pump error 15 alarms found on (B)(6) 2021. Device successfully downloaded traces and history files using thus. Device passed the displacement test and self test. No unexpected pump error 15 alarms noted during testing, however pump error 15 (file number = 26; line number = 1384) found in pump history/trace files on (B)(6) 2021 at 1:28pm. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: minor scratches on case. Pump error 15 (file number = 26; line number = 1384) alarms confirmed in the pump history/trace files on (B)(6) 2021 at 1:28pm due to possible hardware error as per software r&d pump analysis log (esf #2658998). Problem isolated to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.